Manufacturer narrative:
Failure analysis revealed that the act button did not respond due to flatten button dome switch. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery test due to the unresponsive button. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 308 mg/dl. Customer stated that the act button on the insulin pump was not working and that she was in the middle of filling her cannula. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.